Manufacturer narrative:
On (B)(6) 2018, mentor received the following additional information about the event: it was originally reported that only the right gel breast prosthesis ruptured. New information states that there was rupture in the left gel breast prosthesis as well. The rupture in the left gel breast prosthesis will be reported in a separate medwatch report. Patient¿s explanted devices were replaced with mentor smooth round moderate plus profile 450cc saline breast prostheses. (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision procedure with an unspecified mentor gel breast prosthesis that ruptured after implantation. Rupture was confirmed by a CT scan. As a result, the patient underwent explantation and replacement with mentor saline breast prostheses on (B)(6) 2018.

Manufacturer narrative:
On 07/10/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the gel contained in the device appears cloudy. No foreign material was observed within the device or on the shell surface. The product evaluation (pe) team discovered a rent at the juncture of the patch. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Mentor performs 100% inspection and testing of all devices prior to release. Manufacturer¿s reference number: (B)(4).